Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line. The customer's blood glucose level was 228 mg/dl and it was addressed with a bolus. Recommendation was made to change the supplies.